Manufacturer narrative:
Exemption number e2015055. (B)(4) devices were received for evaluation; 4 events were confirmed during testing. (B)(4)devices were found to be affected by safety bar damage. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device could not be placed into safe mode, which has the potential to allow the device to run without user activation. There was no patient involvement; no patient impact.